Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was unable to inflate balloon. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported failure. There was no patient involvement and no patient harm or serious injury. The fse completed maintenance and calibration successfully. The product passed all safety and functional tests and returned to manufacturers specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10 and e3.

Event description:
N/a